Event description:
On (B)(6) 2011, husband reported the infusion device displayed a7 temporary basal rate over 3 times over the last few days, and husband and the pt had not programmed a temporary basal rate. The infusion device history was verified, and there were 3 alerts along with 5 documented temporary basal rate increases of 200%. Husband and pt were advised on how temporary basal rates are programmed. Husband reported pt experienced hypoglycemia of 62 mg/dl on (B)(6) 2011 and 46 mg/dl on a different occasion as a result of the inaccurate insulin delivery. Normal blood glucose is 100-160 mg/dl, and pt treated hypoglycemia by drinking juice or soda. Clinical trainer provided follow-up on (B)(4) 2011 and reported she is confident with husband and pt's ability to operate the infusion device. Clinical trainer scheduled an appointment to review pt's concern. On (B)(6) 2011, husband reported the infusion device continued to display a7 temporary basal rate over alerts when the clinical trainer was present. Pt switched to her backup infusion device. Infusion device was not exposed to water or dropped. Infusion device was replaced and requested for eval. The pt did not require assistance from a healthcare professional or second party to address the issue.